Event description:
Additional information was received on (B)(6), 2011 when the physician's handheld and flashcard were received by the manufacturer for product analysis. Product analysis on the flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. No anomalies associated with the main battery of the handheld were noted during testing. During analysis it was identified that the handheld would not power on. The cause for the anomaly was associated with damage to the main board and display from exposure to an unknown fluid and appeared to be a user-related event and not a device anomaly. No further anomalies were identified.

Event description:
On (B)(6) 2011 a vns treating physician reported that his handheld is no longer holding a charge. The consultant confirmed that it wasn't holding a charge and the handheld is stored on the physician's desk. The consultant reported that the handheld would be returned to the manufacturer for product analysis, but it has not yet been received. When additional information is received, it will be reported.